Event description:
It was reported that one month and thirteen days post dialysis catheter placement procedure, the extension leg was allegedly had cut. It was further reported that leakage was found at the joining hub. Reportedly catheter was removed and procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath d/l 19cm catheter was returned for evaluation and two electronic photos were provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and fluid leak issues as a circumferential break was noted to the blue luer extension leg, distal to the strain relief. The circumferential break was not a complete break as the extension leg was still attached together. Further, longitudinal splits were noted migrating from the edges of the circumferential break. During functional evaluation, a leak from the circumferential break was noted upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and thirteen days post dialysis catheter placement procedure, the extension leg was allegedly had cut. It was further reported that leakage was found at the joining hub. Reportedly catheter was removed and procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023).